Event description:
The customer initially called stating that something was wrong with the insulin pump. Found that the customer had performed the manual prime while she was connected to the infusion set. During the phone call the customer's blood glucose levels dropped as low as 55 mg/dl. The paramedics were called to the customer's home and she was treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.